Event description:
Pen needles are not working by not pushing down correctly with insulin detemir flextouch pen. Pen needle ndc 08489-8309-10. Lot # x56zc9. Pen needles not pushing down correctly in insulin pen. Treatment drugs used: insulin dose: route: sq dates of use: (B)(6) 2015 thru n/a. Diagnosis for use: diabetes mellitus.